Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime and that insulin was squirting out. Customer stated that he was doing a set change and the piston didn't stop and pushed insulin out of the reservoir. It was noted that the insulin pump was not recognizing the reservoir. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.